Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on a review of medical records, the patient experienced adhesions. Adhesions are listed as a possible known adverse reaction in the instructions-for-use. The medical records also indicate the patient has a "wad of mesh at the apex of the vagina" / "mesh mass." There is no information provided in the medical records to indicate the cause for the "wad of mesh at the apex of the vagina" or specifically which mesh was involved. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2011 - the patient was diagnosed with a complete post hysterectomy vaginal vault prolapse and underwent a robotic assisted laparoscopic colposuspension with implant of a non davol bard pelvisoft mesh and a davol flat mesh. On (B)(6) 2014 - the patient had an md office consultation regarding complaints of chronic pain with secondary symptoms including urge incontinence, urgency/frequency, prolapse, uti, dyspareunia, difficult bowel movements, accidental bowel leakage and nocturia. The patient was diagnosed with recurrent vaginal prolapse and pelvic pain/tenderness at "a wad of mesh at the apex of the vagina." On (B)(6) 2015 - the patient was diagnosed with a recurrent stage 3 vaginal prolapse, dyspareunia, pelvic pain with tenderness, an apical mesh mass and underwent an exploratory laparotomy, lysis of adhesions, removal of the bard/davol flat mesh and non davol pelvisoft mesh, bilateral salpingo-oophorectomy, an abdominal sacrocolpopexy with implant of a non bard davol y-mesh followed by cystourethroscopy.